Event description:
A malfunction alarm, identified as malf 12, was reported due to a momentary power loss to the vibrator motor of the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the malfunction code reoccurred. Consequently, the pump was set to be replaced. The customer was informed about using multiple daily injections (mdi) as a backup therapy and instructed on the process to return the faulty pump, which was under warranty, to tandem using a pre-paid label.